Event description:
It was originally reported that the pt has had a loss of therapeutic effect since she had an ultrasound done on her bladder. The pt was at home in good condition. It was later reported that the pt had her device reprogrammed and she was still having issues with her device. The issues with her device were device related. Further info is being requested from the hcp.